Event description:
It was reported by the rep, that the device was used in a laparoscopic spine procedure. It was reported the first device did not fire properly, the clips fired prematurely and fell into the belly. The second device staples cross/scissored at tips puncturing tissue. The pt was opened and sutured to control bleeding. The pt received blood; amount unknown. The hosp is not releasing the clip applier.